Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event (needle breakage) occurred? Was there any additional tissue damage as a result of searching for the needle piece? What instruments were used to grasp the needle? Where was the needle grasped during use? Please provide lot number. Please provide status of product return. This medwatch report is in response to receipt of facility report # (B)(4). Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 ug/m.

Event description:
It was reported that a patient underwent stage 1 interstim, stage ii interstim intraoperative fluoroscopy on (B)(6) 2021 and suture was used. During the procedure, the suture needle the surgeon used to close at the end of the procedure broke in half. The surgeon stopped and notified the room. Both halves of the needle were recovered. There were no adverse patient consequences reported. Additional information has been requested.